Manufacturer narrative:
Updated fields: b4, d1, d4 (model number, UDI number, cataloge number), d9, g3, g6, h2, h3, h6(investigation type, investigation findings, investigation conclusion, component code), h11. A getinge field service engineer (fse) was dispatched to evaluate the unit. The (fse) reported that after checking the unit it was found that the unit was switching on properly, the fse noticed that the battery backup was low. After charging the battery, the unit was found to pass all parameters. The fse recommended to replace the batteries for better performance as the current ones were found to have a run time of less than 60 minutes. The customer decided to not replace the battery stating that the unit is working fine.

Manufacturer narrative:
Due to character limitation, below field are added from e1- event site name(B)(6). Additional point of contact-(B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that before use by customer, cs100 intra-aortic balloon pump (iabp) not switching on. There was no patient involvement.

Event description:
N/a

Manufacturer narrative:
Updated fields: g3, g6, h2, h11. Corrected fields: e3.